Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: patient 1: sids (B)(6); patient 2 sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 result for multiple samples. The customer has two different sids for the initial/repeat results for the same patient. The following results were provided. (Customer provided range results range: 9.0 - 19.1 pmol/l). Initial result sid (B)(6) 25.09 pmol/l, repeat result sid (B)(6) 16.0 pmol/l. Initial result sid (B)(6) 22.31 pmol/l, repeat result sid (B)(6) 12.3 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module, performed multiple troubleshooting activities, including part replacement, and found sediment in the trigger bulk solution reservoir. The fsr determined the bulk solution transfer pump the likely cause of the result issue and replaced the part, resolving the issue. No additional result issues have been reported since the part was replaced. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. A review of tracking and trending did not identify any trends for the bulk solution transfer pump, the alinity I processing module, or discrepant results as described in this ticket. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number ai20571 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I free t4 result for multiple samples. The customer has two different sids for the initial/repeat results for the same patient. The following results were provided. (Customer provided range results range: 9.0 - 19.1 pmol/l). Initial result sid (B)(6) pmol/l, repeat result sid (B)(6) pmol/l. Initial result sid (B)(6) pmol/l, repeat result sid (B)(6) pmol/l . No impact to patient management was reported.